Event description:
It was reported that the device exhibited primary audible alarm errors. Per the reporter, the speaker was replaced and connection secured; however, the issue persisted. It was stated that the main board needed to be replaced. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: additional information was received. The events occurred at the hospital. There was no patient harm. The outcome was resolved. No product was returned. The investigation determined the most probable cause to be the main board not operating as intended or having firmware v1.6.5; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.